Manufacturer narrative:
The device was returned to nihon (B)(4) and evaluated. The problem reported by the customer was duplicated. The inverter board was changed to correct this issue. It was also noted that the unit had physical damage to the touch screen. The device is scheduled to have the touch screen replaced. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor screen is black.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.